Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device did not spin properly. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.